Manufacturer narrative:
The customer called in to report that the screen was dark. A remote service engineer (rse) discussed the difference between the 1st and 2nd generation user interface (ui) assembly then provided the customer with the part number for the ui assembly without the nav-ring. The rse also advised the customer that software version 2.1 or higher is required for compatibility. Multiple attempts have been made to try to obtain further information about this case but no response received from the customer.

Event description:
Philips received a complaint by the customer on the v60 indicating that the screen was dark. It was reported there was no patient involvement at the time the issue was discovered. The customer called in to report that the screen was dark. A remote service engineer (rse) discussed the difference between the 1st and 2nd generation user interface (ui) assembly then provided the customer with the part number for the ui assembly without the navigation-ring. The rse also advised the customer that software version 2.1 or higher is required for compatibility. The investigation is ongoing.